Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced signal loss between the ilet and a newly inserted dexcom g7 continuous glucose monitor (cgm) sensor a few hours after insertion; the agent guided the user to toggle the ilet cgm settings, after which the sensor paired and functioned, indicating a communication disruption that resolved with a restart. No adverse clinical symptoms reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. User support included remote troubleshooting and education focused on cgm pairing and configuration within the ilet. Investigation of this case revealed that the ilet-to-cgm communication was interrupted, consistent with a temporary pairing or configuration issue without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity or configuration issue resolved by user-guided troubleshooting.